Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. It was reported that kinking of the right limb of the endogrgaft was observed. Re-intervention was carried out 3 weeks later to resolve the event. The cause of the event was assessed by the investigator as related to the endograft and the sponsor has assessed the event as probable related to the endoanchors. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.